Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl, 13.9 mmol/l between 25 and 36 hours of wearing the pod. It was reported while swimming in the water the adhesive separated completely from their abdomen, resulting in the cannula dislodging.